Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-36189.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels. The blood glucose reading was 112 mg/dl, which the customer treated with food. The customer's mother stated that the reservoir showed the same amount of insulin as was shown on the insulin pump's status screen. No significant events leading to the low blood glucose events were observed. Advised the caller to speak with the customer's doctor regarding the low blood glucose and to monitor the insulin pump. Nothing further reported.